Event description:
Rptr c/o 13 years of problems related to mercury fillings - radiowaves, electrical snapping, burning tongue, short term memory loss. States has lost 13 teeth and is in misery. Concerned about mercury poison and states has all the symptoms documented by dr in his book "uniformed consent" and by the "dental police." States that neurological disease is well documented.